Manufacturer narrative:
Additional information: the lens and lens vial were not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.

Event description:
It was reported that the lens was dry. There was no liquid in the lens vial. The lens was not used. Reportedly, this event occurred with 3 lenses. This report refers to lens 1 of 3. Ref MDR# 1313525-2015-01726 for lens 2 of 3. Ref MDR# 1313525-2015-01727 for lens 3 of 3.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.